Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level and was transported to the emergency room (ER) on (B)(6) 2024. Customer was treated with glucagon and fluids and was released from the ER a few hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the initial cause of the low bg on (B)(6) 2024 was unknown but that on (B)(6) 2024 the customer had overrode and delivered which contributed to the cause of the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."